Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. However, there was an outer isulation breached cut and apparent explant damage.

Event description:
It was reported that the right ventricular lead migrated after being implanted for unknown reasons. Patient is pacemaker dependent and the physician felt that an active fixation lead would be more appropriate. No patient complications were reported as a result of this event.